Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4) results of investigation: carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty analog board. The service technician replaced the analog board and the reported issue was resolved. Model lap top ventilator 1150 passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1150 was delivering higher tidal volumes than what was set. The unit was set to deliver 150 ml and was reading monitored values and external measured values of 700 ml. The customer stated it is unknown if the reported issue took place while connected to a patient.